Event description:
Before placement of device in to pt, ventricular catheter is retracted through main "bolt" by a physician. During the retraction of this ventricular catheter, the outer amber colored coating of the catheter became lodged in the white "bolt" and degloved the coating of the catheter. Devices will be returned only if MFR provides prepaid shipping as per (B)(6), or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.